Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer was reporting that the buttons on the insulin pump was getting stocked since the last few weeks and took time to respond every time she was pressing the buttons and also noticed a crack on the power button. It was also reported that the insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring : black customer returned pump for an alleged cosmetic damage (cracked button) and unresponsive keypad found on (B)(6) 2021. The pump passed the displacement test and self-test. Pump was cut open to perform visual inspection and found moisture damage on the keypad flex connector and pcba 1. ¿successfully downloaded history files and traces. Stuck button alarm was found in the history files on 12/23/2021 at 00:46:00, 00:56:00, 01:01:01, 01:10:00, and 01:11:00. Pump passed the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case above arrow and battery icon, cracked keypad overlay, pillowing keypad overlay, and cracked case on corner of belt clip rails. In summary, customer allegation for cosmetic damage (cracked button) was confirmed during visual inspection where cracked keypad overlay was noted. Unresponsive keypad confirmed due to moisture damage on the keypad flex connector and pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.